Event description:
It was reported that after the high-definition lcd monitor was turned on, it automatically powered off. It was also reported that after the monitor goes black, the workstation displays the image normally. There were no reports of patient harm and patient was not under anesthesia.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit would power off automatically after start-up due to a faulty power supply. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe its likely that the reported failure was the result of a faulty power board. Olympus will continue to monitor the field performance of this device.